Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis indentified'), menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)') and uterine perforation ('perforation (uterus)/ migration of essure device location of device: partially in the uterus') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, tia, clotting disorder, endometrial curettage, joint pain (localized in the knee), coronary artery disease, stroke syndrome, aneurysm atrial, diarrhea, influenza, bunionectomy, subcutaneous hematoma, stroke, metrorrhagia, ingrowing nail, dysfunctional uterine bleeding, menorrhagia, bunionectomy, common cold, cough, genital herpes simplex, visual disturbances, vomiting, nausea, diastasis of muscle, dysphagia, presbyopia, diarrhoea haemorrhagic, lung nodule, amenorrhea, bunion, hemoptysis, splenomegaly, attention deficit/hyperactivity disorder, costochondritis, amenorrhea, c-section, gerd, neck pain, restless leg syndrome, hand pain, palpitation and cervicalgia. Current weight 151lbs. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2006 to (B)(6) 2006, nuvaring from (B)(6) 2006 to (B)(6) 2006 and tylenol. Concomitant products included acetylsalicylic acid (aspirin) since (B)(6), omeprazole since (B)(6) and prednicarbate (topimax) from (B)(6) to (B)(6). In (B)(6), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("pain/ abdominal area pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("bladder or urinary problems or changes: uti/ infection (bladder/ urinary tract/vaginal) type: levels off of good bacterias"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and visual impairment ("vision/eye problems type: can't see close up/vision probs"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced mood swings ("hormonal changes describe: mood swings/hormonal changes"). In (B)(6) , the patient was found to have weight increased ("weight gain"). In (B)(6), the patient experienced vaginal infection ("vaginal (bladder)") and cystitis ("infection (bladder)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), migraine ("migraines / headaches"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with caffeine;paracetamol (excedrin) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, uterine perforation, abdominal pain, dysmenorrhoea, vaginal haemorrhage, vaginal infection, mood swings, urinary tract infection, migraine, fatigue, weight increased, vaginal discharge, dyspareunia, visual impairment, cystitis, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, migraine, mood swings, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: after essure placement, four coils were seen bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : new events - bladder problems and urinary problems were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis identified'), menorrhagia ('abnormal bleeding (menorrhagia)') and uterine perforation ('perforation (uterus)/ migration of essure device location of device: partially in the uterus') in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, tia, clotting disorder, endometrial curettage, joint pain (localized in the knee), coronary artery disease, stroke syndrome, aneurysm atrial, diarrhea, influenza, bunionectomy, hematoma, stroke, metrorrhagia, ingrowing nail, dysfunctional uterine bleeding, menorrhagia, bunionectomy, common cold, cough, genital herpes simplex, visual disturbances, vomiting, nausea, diastasis of muscle, dysphagia, presbyopia, diarrhoea haemorrhagic, lung nodule, amenorrhea, bunion, hemoptysis, splenomegaly, attention deficit/hyperactivity disorder, costochondritis, amenorrhea, c-section, gerd, neck pain, restless leg syndrome, hand pain, palpitation and cervicalgia. Current weight 151lbs. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2006 to (B)(6) 2006, nuvaring from (B)(6) 2006 to (B)(6) 2006 and tylenol. Concomitant products included acetylsalicylic acid (aspirin) since 2006, omeprazole since 2009 and prednicarbate (topimax) from 2009 to 2016. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("bladder or urinary problems or changes: uti/ infection (bladder/ urinary tract/vaginal) type: levels off of good bacterias"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain/ abdominal area pain") and visual impairment ("vision/eye problems type: can't see close up"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced mood swings ("hormonal changes describe: mood swings"). In 2007, the patient was found to have weight increased ("weight gain"). In 2010, the patient experienced vaginal infection ("vaginal (bladder)") and cystitis ("infection (bladder)"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and migraine ("migraines / headaches"). The patient was treated with caffeine; paracetamol (excedrin) and surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, uterine perforation, vaginal haemorrhage, vaginal infection, mood swings, urinary tract infection, migraine, fatigue, weight increased, vaginal discharge, dysmenorrhoea, dyspareunia, abdominal pain, visual impairment and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, endometritis, fatigue, menorrhagia, migraine, mood swings, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: after essure placement, four coils were seen bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: reporter and patient demographics, medical history, treatment drug, historical drugs, laboratory data were added. Updated suspect drug indication. On 21-may-2006 (previously reported as 21-may-2006). Event injury was replaced with hormonal changes describe: mood swings, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: levels off of good bacterias, bladder or urinary problems or changes: uti, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: can't see close up, fatigue, perforation (uterus)/ migration of essure device location of device: partially in the uterus, weight gain,endometritis identified. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.